Event description:
It was reported that the patient fell into a coma on (B)(6) 2025, as a result of hypoglycemia, and unfortunately passed away on (B)(6) 2025. The continuous glucose monitor (cgm) used by the patient was allegedly giving inaccurate glucose readings to the cgm receiver, indicating that the glucose levels were normal. However, when blood glucose levels were measured using a blood glucose meter, they were found to be low. No further details are available.

Manufacturer narrative:
The event was reported to insulet by dexcom, the family has not contacted insulet. Additional information is not available. Prior to the event, the patient had changed from using an insulet provided controller to his personal smartphone with the omnipod 5 app. A cloud review yielded the omnipod 5 app operated as designed, no malfunction was identified. The settings programmed by the user to the app on his smartphone did not align to the previously set device. This resulted in a higher than previously utilized basal rate delivery of insulin.